Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The hernia was manifested by pain. The location of the hernia was reported as the right, lower groin. The cause of the event was unknown. The caregiver reported the hernia ruptured and the small intestine had fallen into it. The patient underwent hernia repair surgery and was hospitalized for two days. At the time of this report the patient was recovering from this hernia event. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened with therapy. Pd therapy was ongoing. No additional information is available.